Manufacturer narrative:
The customer turned the iabp off/on, the iabp generated maintenance required code #1 (atmospheric transducer offset failure) and maintenance required code #3 (balloon transducer offset failure) alarms. The company rep replaced the pressure transducer (part number 0682-00-0076-01). The unit functioned properly and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated "maintenance required code #2" (drive transducer offset failure) alarm. The iabp was turned off/on and "electrical test fails code #52" (drive transducer offset failure) alarm occurred. The pump was replaced and the therapy was continued. No patient injury was reported.